Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an infection occurred. The patient also stated that an alarm was going off with the cardiac resynchronization therapy (crt) device, and the patient was told by their doctors that the device had "malfunctioned and that is why the alarm was going off." The device was explanted and replaced. No further patient complications have been reported as a result this event.